Manufacturer narrative:
Associated with MDR #2029214-2023-00596. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding 2 pipeline shield devices that were damaged and failed to open at the distal end. The patient was undergoing a procedure for flow diverter treatment of an unruptured internal carotid artery (ica) c2-c3 segment fusiform aneurysm. The distal landing zone was 4.5mm and the proximal landing zone was 5.0mm. Vessel tortuosity was moderate. It was reported that the devices were prepared according to the instructions for use (IFU). The pipeline (model: ped2-475-35, lot: b 361622) distal braid was damaged during deployment and failed to open when more than 50% was deployed. The pipeline was not positioned in a vessel bend. The device was resheathed 2 or less times. No additional steps or devices were used to open the pipeline. The p ipeline was resheathed, removed with the microcatheter and replaced. The second pipeline (model: ped2-500-35, lot: b409764) had the same issue - it was noted to be damaged during deployment and failed to open at the distal end when more than 50% was deployed. The pipeline was not positioned in a vessel bend. The device was resheathed 2 or less times. No additional steps or devices were used to open the pipeline. The pipeline was resheathed, removed with the microcatheter and replaced to complete the procedure. There was no harm or injury to the patient. Ancillary devices: neuronmax sheath, navien 072 catheter (lot: b474731), phenom 27 150cm micro catheter (lot: se21-034), avigo guidewire (lot: b472205).

Event description:
Additional information received reported there was no resistance or other difficulty during delivery of the pipeline. There was no damage to the phenom 27 catheter. The ped2 pipeline lot: b409764 was shown in the images.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.